Event description:
See h10.

Manufacturer narrative:
This device has been now added to the associated products (section d10 in corresponding medwatches) as it is not event related according to the investigation results. Please delete this medwatch from your records. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to periprosthetic fracture, migration of the plate, screw fracture and wear.

Manufacturer narrative:
Additional information which was received on feb 22, 2021. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
D10: medical products: ncb femur plate, left, 5 holes, 167 mm; catalog#: 02.03260.105; lot#: 3007424, ncb screw, 5.0, 36 mm; catalog#: 02.03150.036; lot#: unknown, ncb screw, 5.0, 50 mm; catalog#: 02.03150.050; lot#: unknown, ncb screw, 5.0, 85 mm; catalog#: 02.03150.085; lot#: unknown, ncb locking cap; catalog#: 02.03150.300; lot#: unknown, ncb cable button for ncb polyaxial locking plate, 2.5 mm hex drive catalog#: 47-2232-060-01; lot#: unknown, cable cerclage cable with crimp 1.8 mm dia. 635 mm length catalog#: 00-2232-004-18; lot#: unknown, ncb drill bit, 4.3 mm, 145 mm; catalog#: 02.00024.001; lot#: unknown, kirschner wire with trocar tip, 2 mm, 280 mm; catalog#: 290.20.280; lot#: unknown. Therapy date: (B)(6) 2021. Additional information was received on mar 3, 2021. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Correction: b4, b5, b7, g3, g6, h2, h10. The manufacturer received other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent a revision surgery due to periprosthetic fracture, implant fracture and wear between the two distal screws and the ncb plate leading to the migration of the ncb plate. It was also noted that hip gave away after light exercise on (B)(6) 2021 without any trauma or fall.

Manufacturer narrative:
Medical products: ncb femur plate, left, 5 holes, 167 mm; catalog#: 02.03260.105; lot#: unknown; ncb screw, 5.0, 36 mm; catalog#: 02.03150.036; lot#: unknown; ncb screw, 5.0, 50 mm; catalog#: 02.03150.050; lot#: unknown; ncb screw, 5.0, 85 mm; catalog#: 02.03150.085; lot#: unknown; ncb locking cap; catalog#: 02.03150.300; lot#: unknown; ncb cable button for ncb polyaxial locking plate, 2.5 mm hex drive; catalog#: 47-2232-060-01; lot#: unknown; cable cerclage cable with crimp 1.8 mm dia. 635 mm length; catalog#: 00-2232-004-18; lot#: unknown; ncb drill bit, 4.3 mm, 145 mm; catalog#: 02.00024.001; lot#: unknown; kirschner wire with trocar tip, 2 mm, 280 mm; catalog#: 290.20.280; lot#: unknown. Therapy date: (B)(6) 2021. The manufacturer did receive a per, images of explants and implant incident report with x-rays, intra-op pictures for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to periprosthetic fracture, migration of the plate, screw fracture and wear.